Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy due to an inoperable ipg. The patient underwent surgical intervention to explant and replace the patient's ipg with a different model. The patient now has effective therapy.